Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The display was intermittent, and the display flex was extremely damaged. The fan was also out of specification. There was loud fan noise, with a faulty power supply. (B)(4): analysis confirmed the rf head cable was damaged.

Event description:
It was reported there was loud fan noise, an intermittent display, and the rf head cable was damaged/frayed. No patient involvement or complications were reported.